Manufacturer narrative:
The following fields have been updated with additional information: d.4. Lot #: 20025384 d.4. Medical device expiration date: 2023. D.10.device available for evaluation?: yes. D.10. Date returned to mfg: (B)(4)2020 h.4. Device manufacture date: (B)(4)2020

Event description:
It was reported that sec set no ports w/hanger dehp free was missing leur lock. The following information was provided by the initial reporter: material no: 11448964 batch(lot) no: unknown it was reported that male leur lock is missing from secondary set. The secondary set was opened to be used for patient use and the staff noticed the missing piece. As a result it could not be used so another secondary set was used. I have the product with me if anyone would like to collect it and review. Answers are below in red. 1. Are you able to provide lot (batch) # for vmid e29-11448964? I don¿t see a number on the packaging reflecting this? The only thing I can see attached to the label that holds the expiry date is : (01)10885403234743 2. Was there an adverse event as a result of the reported defect? If yes, please provide details. No. 3. Did the reported defect happen before, during or after use? If possible, please provide details. No.

Manufacturer narrative:
The customer's report of a missing end of set was confirmed based on the customer provided sample. The sample showed an absence of the micro luer lock macro tube (component# tc10008162). A sample has been received and the root cause was identified as a misassembly of the set during the manufacturing process. A device history record review for model 11448964 lot number 20025384 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10feb2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. At this time, this is considered an isolated event. Bd/tj manufacturing will continue to monitor this issue for an increase in frequency.

Event description:
It was reported that sec set no ports w/hanger dehp free was missing leur lock. The following information was provided by the initial reporter: material no: 11448964 batch(lot) no: unknown. It was reported that male leur lock is missing from secondary set. The secondary set was opened to be used for patient use and the staff noticed the missing piece. As a result it could not be used so another secondary set was used. I have the product with me if anyone would like to collect it and review. Answers are below in red. Are you able to provide lot (batch) # for vmid e29-11448964? I don¿t see a number on the packaging reflecting this? The only thing I can see attached to the label that holds the expiry date is : (01)10885403234743. Was there an adverse event as a result of the reported defect? If yes, please provide details. No. Did the reported defect happen before, during or after use? If possible, please provide details. No.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that sec set no ports w/hanger dehp free was missing leur lock. The following information was provided by the initial reporter: material no: 11448964, batch(lot) no: unknown. It was reported that male leur lock is missing from secondary set. The secondary set was opened to be used for patient use and the staff noticed the missing piece. As a result it could not be used so another secondary set was used. I have the product with me if anyone would like to collect it and review. Answers are below in red. Are you able to provide lot (batch) # for vmid (B)(4) ? I don¿t see a number on the packaging reflecting this? The only thing I can see attached to the label that holds the expiry date is: (B)(4). Was there an adverse event as a result of the reported defect? If yes, please provide details. No. Did the reported defect happen before, during or after use? If possible, please provide details. No.